Event description:
The customer's parent reported via phone call that the customer experienced low blood glucose. Customer's blood glucose was 68 mg/dl at the time of incident. Customer was treated with juice and sugar tablets. The parent also reported there was a bolus in the bolus history that the customer did not administer. Troubleshooting found the insulin pump passed a displacement test. Customer's parent also reported their buttons were hard to press. The customer's parent could not recall any significant events leading to the alarm. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had no button response due to flattened dome switch on esc and act button. The insulin pump was unable to perform the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime test and excessive no delivery test or test for unexpected bolus deliveries due to no button response. The insulin pump had minor scratched display window. There was no data available due to the insulin pump was received without a battery installed. Unable to verify unexpected bolus deliveries on april 12 and on april 13.